Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was low, but the patient did not experience any symptoms that would indicate a hypoglycemia. No fingerstick was taken at that moment and the patient went to the hospital with her daughter. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 500 mg/dl. The patient was treated with intravenous insulin. The patient was discharged after 2 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.